Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 29 may 2020.

Event description:
The customer reported a ventilator with ventilator inoperable alarms. There was no patient involvement / harm.

Manufacturer narrative:
G4: 09oct2020. B4: 12oct2020. It was reported to philips by the biomed that the device had just completed an annual preventative maintenance (pm ) and at power on the device went in-operable with code associated with maximum system resets exceeded and power failure, power fail in the event log. The device was not in use at the time of the event. This issue occurred after preventative maintenance was completed on the device. The device was evaluated by the biomed with assistance from a philips remote service engineer (rse). The rse advised the biomed to replace the power switch to resolve the issue. The biomed confirmed that replacing the power switch corrected the machine and proximal pressure sensors failure and power failure, however the biomed stated that an error code associated with patient circuit leak is displayed. The rse advised the biomed advised customer to remove the top enclosure and check internally for disconnected tubes. Multiple good faith efforts were made to obtain information regarding device operational status with no response from the reporter and therefore cannot be determined. In additional to the complaint investigator's attempts to contact the customer, the philips remote service engineer made three attempts to contact the customer. If additional information is later obtained, the complaint will be reopened for supplemental submission. 1. Wednesday, may 27, 2020 11:01 am emailed (B)(6) @ (B)(6); 2. Monday, september 21, 2020 8:44 pm emailed (B)(6) @ (B)(6); 3. Friday, october 9, 2020 4:14 pm emailed (B)(6) @ (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.